Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse reported that the solenoid driver board was replaced to fix the issue, and that the iabp was release for clinical use. The defective solenoid driver board was replaced in the past for a field service corrective action (fsca).

Event description:
It was reported that during a service test performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) had a fault log #54 which occurred upon pumping in getinge group japan tokyo office for regular inspection. There was no patient involvement, and there was no adverse event reported.